Event description:
Hill-rom received a report from the account stating the side rail would not latch. The bed was located on the 5th floor at the account. There was no pt/user injury reported. This report was filed in our complaint handling system as complaint #(B)(4).

Manufacturer narrative:
The hill-rom technician found the side rail center arm spring mechanism was no good. A search of the hill-rom maintenance records showed hill-rom performed preventative maintenance on this bed in 2014. It is unk if the facility performed any other preventative maintenance on this bed. The technician reconnected the side rail center arm assembly to resolve the issue. Based on this info, no further action is required.